Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no: c76445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, ovarian cystectomy, anemia, multiple allergies, ectopic pregnancy, ankle fracture, goiter, ectopic pregnancy and polyp. Impression: no specific mammographic evidence of malignancy. Please note however that at the time of the previous study, an ultrasound was also performed. The ultrasound study showed a complex cyst, and it was recommended that this be aspirated. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included asthma, hypothyroidism, acid reflux (oesophageal), tenderness, neck pain, numbness, diarrhea, itching, rash papular, allergic gastroenteritis, adenomyosis and hypothyroidism. Family history included asthma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), asthenia ("lack of energy") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, asthenia and dyspareunia outcome was unknown, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, asthenia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of trailing essure coils: right 3. Bilateral ostia visualized. Number of "trailing" essure coils: left 5. Myoma. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.143 kgs. Mammogram: on (B)(6) 2017: result: no specific mammographic evidence of malignancy. Please note however that at the time the of previous study, an ultrasound was also performed. The ultrasound study showed a complex cyst, and it was recommended that this be aspirated. Nuclear magnetic resonance imaging: on (B)(6) 2015: result: reversal of usual cervical lordosis. Disc bulging and spurring within the mid cervical spine from cl--c4 through c6-c7 as detailed above. There is no central canal stenosis.; on (B)(6) 2016: result: several small subchondral cyst along t he greater tuberosity. The remainder of the study is within normal limit. Pathology test: on (B)(6) 2018: result: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus (96 g) with adenomyosis and weakly proliferative endometrium. Negative for endometrial hyperplasia, negative for carcinoma intratubal essure wire device in place in attached left fallopian tube. No wire coil identified in right fallopian tube. Cervix with acute and chronic cervicitis and squamous metaplasia, negative for dysplasia. For dysplasia. Segments of detached fallopian tubes with no additional pathologic change. Clinical information: chronic pelvic pain, menorrhagia, adenomyosis surgical pathology report: final diagnosis: uterus, cervix, and bilateral fallopian tubes: uterus (96 g) and bilateral detached fallopian tubes with no external gross abnormalities. Findings: essure devices palpated in bilateral cornua.. Ultrasound scan vagina: on (B)(6) 2017: result: multiple myomas; possible adenomyosis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, nausea, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C76445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, ovarian cystectomy, anemia, multiple allergies, ectopic pregnancy, ankle fracture, goiter, ectopic pregnancy and polyp. Impression: no specific mammographic evidence of malignancy. Please note however that at the time of the previous study, an ultrasound was also performed. The ultrasound study showed a complex cyst, and it was recommended that this be aspirated. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included asthma, hypothyroidism, acid reflux (oesophageal), tenderness, neck pain, numbness, diarrhea, itching, rash papular, allergic gastroenteritis, adenomyosis and hypothyroidism. Family history included asthma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), asthenia ("lack of energy") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, asthenia and dyspareunia outcome was unknown, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, asthenia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of trailing essure coils: right 3. Bilateral ostia visualized. Number of trailing essure coils: left 5. Myoma. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Mammogram - on (B)(6) 2017: result: no specific mammographic evidence of malignancy. Please note however that at the time the of previous study, an ultrasound was also performed. The ultrasound study showed a complex cyst, and it was recommended that this be aspirated. Nuclear magnetic resonance imaging - on (B)(6) 2015: result: reversal of usual cervical lordosis. Disc bulging and spurring within the mid cervical spine from cl-c4 through c6-c7 as detailed above. There is no central canal stenosis; on (B)(6) 2016: result: several small subchondral cyst along t he greater tuberosity. The remainder of the study is within normal limit. Pathology test - on (B)(6) 2018: result: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus (96 g) with adenomyosis and weakly proliferative endometrium. Negative for endometrial hyperplasia, negative for carcinoma intratubal essure wire device in place in attached left fallopian tube. No wire coil identified in right fallopian tube. Cervix with acute and chronic cervicitis and squamous metaplasia, negative for dysplasia. For dysplasia. Segments of detached fallopian tubes with no additional pathologic change. Clinical information: chronic pelvic pain, menorrhagia, adenomyosis surgical pathology report: final diagnosis: uterus, cervix, and bilateral fallopian tubes: uterus (96 g) and bilateral detached fallopian tubes with no external gross abnormalities. Findings: essure devices palpated in bilateral cornua. Ultrasound scan vagina - on (B)(6) 2017: result: multiple myomas; possible adenomyosis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, nausea, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received with her demographic details were updated. Essure lot number added. Race information added. Event injury was updated to pelvic pain. Following events were added: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), vaginal discharge, weight gain, lower abdomen pain, abdominal pain ,heavy bleeding and painful intercourse lack of energy. Event severity added for: lower abdomen pain. Event outcome added for: abdominal pain, abnormal bleeding (vaginal), menorrhagia, weight gain, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping) and vaginal discharge. Event clubbed: menorrhagia/heavy bleeding. Medical history, historical drug and lab data added. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.